Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted because of extrusion, which based on its location and time of appearance might have been due to persistent compression of the skin incision at the magnet site. Furthermore, a multi-resistant staphylococcus epidermidis infection was found, as it seems likely that the pathogen entered the skin through the skin dehiscence. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. In addition, the recipient is affected by a platelet dysfunction, which may cause abnormal bleeding, but it should not compromise the wound healing. Therefore, this disorder unlikely contributed or favored the onset of the reported infection. This is a final report.

Event description:
The user was explanted on (B)(6) 2021 due to extrusion of the coil and infection. The infection started in (B)(6) 2020 and the skin flap was no longer intact. The device was still functioning and the user was able to benefit from the device prior to this event. Further information stated that the implant coil was exposed through the skin at the surgical incision site and after trying to cure that for about a year, it was decided to explant the device. The infection was confirmed to be multi-resistant staphylococcus epidermis.

Event description:
The user was explanted due to an infection. The infection started in (B)(6) 2020. The skin flap was no longer intact. Despite requested, the explanted device could not yet be returned for investigation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted as it extruded through the skin, which was most likely due to persistent compression of the skin incision at the magnet site. Further, a multi-resistant staphylococcus epidermidis infection was found at explantation surgery. It seems likely that the pathogen entered the skin through the skin dehiscence. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. In addition, the recipient is affected by a platelet dysfunction, which may cause abnormal bleeding. However, apart from a slightly different inflammatory response, the reparative aspects of wound healing should not be delayed or compromised. Therefore, this disorder unlikely contributed or favored the onset of the reported infection. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to an infection. The infection started in (B)(6) 2020. The skin flap was no longer intact.